Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. Additional information was received that the patient's tachycardia therapy had been programmed off for hospice care due to end stage cancer. No further investigation would be performed. No adverse patient effects due to the out of range impedance measurement were noted. Additional information was received that the patient's tachycardia therapy had been programmed off for hospice care due to end stage cancer. This would explain why the out of range impedance measurement occurred.